Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient indicated that the patient's pump was removed due to their morphine causing a granuloma.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056627r, implanted: (B)(6) 2000, explanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the catheter was explanted on (B)(6) 2002 and the current status of the catheter was unknown. The patient experienced worsening low back pain and right leg pain due to not responding to the intrathecal morphine. The hcp was not certain of any factors that may have caused or contributed to the granuloma. The date the granuloma was diagnosed was not provided. The patient was admitted by the pump refill neurologist with sudden paralysis of the right leg and an MRI showed a granuloma. It was also reported the doctor took the patient to surgery on (B)(6) 2002 for t10, t11, lami, subtotal resection of granuloma. The tip of the catheter was resected so that the open tip was patent. The intrathecal morphine dose was reduced to 3 milligrams daily from 14 mgs. By post operative day four, the patient had regained full strength in the right leg. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot #: j0056627r, implanted: (B)(6) 2000, product type: catheter, ubd: 31-oct-2002, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain and rsd (reflex sympathetic dystrophy)/causalgia-complex pain syndrome. It was reported the patient had a granuloma in 2003 at their catheter tip. The patient reported their healthcare provider cut back the catheter to remove the granuloma. No symptoms were reported. The patient did not know the information of the healthcare provider involved with this event. The situation had resolved. No further complications were reported or anticipated.